Event description:
Within the evacuated container, multiple yellow orange growths can be observed. The container was never used. No other product in the lot appears contaminated. - 12/5 spoke with MFR and was informed this was rust.